Event description:
It was reported that the patient is a twiddler and a chest x-ray showed that the atrial and left ventricular (lv) leads have pulled back out of position. The atrial lead helix would not retract and the lead had poor capture and was not pacing. The atrial lead was explanted and replaced. The lv lead was in an unstable position anatomically. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 implantable pacing lead, 2013-(B)(6); dtba1d4 implantable cardioverter defibrillator, 2013-(B)(6), product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).